Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip deployed and the deployed clip was not returned. All external observations of the handle, fully slit sheath and fully deployed delivery tube were normal for a clip deployed device. The vessel locator was fully retracted into the distal end of the delivery tube and did not present any immediately detectable damage. Inspection of the internal device components indicated all parts were undamaged and in their proper post clip deployed positions. Distally displaced the vessel locator and noted all 4 vessel locator wings (vlw) were bent, but intact with secure attachment points. There was no detected physical property of the device to suggest the access port removal method had been attempted to facilitate removal of the device from its stuck condition within the anatomy. Bent vlw is consistent with difficult device removal complaints. A possible cause for the wings condition may have been the compaction of tissue between the deployed locator wings and the distal end of the devices clip delivery tube bending the wings distally. This condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment, requiring counter-traction and forceful removal of the device from the patient, which may result in bent locator wings. The bent vlw may have contributed to the reported inability to deliver the clip but it could not be confirmed. There are also anatomical considerations. It was reported the arteriotomy was located in a calcified artery which is contradicted against in the instructions for use (IFU). Additionally, the IFU also cautions the use of excessive force when encountering resistance until the cause of that resistance has been determined. The reported anatomical conditions likely contributed to the reported failure to deliver the clip. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the incident information and return device analysis a root cause could not be determined and there does not appear to be any indication of a lot specific product quality deficiency. However, user error in the operation of the device once it was determined to be a stuck device and patient selection likely played significant roles in the complaint.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - used in a calcified vessel. Estimated date (reported as occurred in past six to twelve months). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a calcified artery after an interventional procedure. Reportedly, the clip could not be applied. There was difficulty in removing the device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.